Event description:
Per the clinic, the patient was explanted due to facial nerve stimulation and poor performance, due to electrode array placed improperly. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.